Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation and the patient experienced acute respiratory distress syndrome. During the ablation of a pvi (pulmonary vein isolation) procedure, it was observed that the patient had a venous co2 of 82. The hospital staff then also checked the arterial co2 which also was 82. The physician then decided to stop the procedure and let the patient wake up. The patient woke up after, and no further consequences were observed. No other medical intervention was required. The physician is also of the opinion that bwi (biosense webster inc.) Products were not the cause of this complication.